Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, they experienced feeling unwell and had nausea and brain fog. The cgm device had alerted for low readings at that moment, but no fingerstick was taken at that moment. The patient went to the hospital by her daughter, and when a fingerstick was taken the cgm reading was 61 mg/dl, and the blood glucose reading was 828 mg/dl. The patient was treated with intravenous insulin and an unspecified medication for nausea. The patient was discharged after 2 days, and at that time the blood glucose reading was 128 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.